Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine clinic follow up, it was noted that the right atrial (ra) lead had dislodged and high thresholds and no capture were also identified. The ra lead was revised and during the revision procedure the right ventricular (rv) lead dislodged. The rv lead was removed and replaced. When the physician tested the lead they found that the screw would not advance or retract. No patient complications have been reported as a result of this event.